Manufacturer narrative:
A steris service technician arrived onsite to inspect the reliance vision washer. The technician tested the safety bar on the door and the operation and function of the unit was found to be operating properly. No repairs were required. While onsite, the technician was informed that at the time of the reported event the employee was attempting to clear an obstruction from the door. The door subsequently contacted the employee's finger resulting in the reported event. The root cause of the reported event is user error as the employee should not have attempted to clear the obstruction. The reliance vision washer operator manual (1-1) states, "warning - personal injury hazard: risk of pinch point between door and upper panel. Do not push on top portion of doors; do not push on door when door is rising; do not push on door when door is jammed." A steris account manager performed in-service on the proper use and operation of the reliance vision washer. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained an injury while operating their reliance vision washer. Medical treatment was administered; facility personnel did not disclose what treatment was administered.